Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the zoom did not operate smoothly due to a malfunction of the zoom mechanism, watertightness was not maintained due to damage of the air/water channel, the bending angle was insufficient due to elongation of the angle wire, the angle knob had play, the curved rubber adhesive was missing, the curved rubber bond was cracked, the curved rubber adhesive was cloudy, there was a foreign object inside the nozzle, the objective lens adhesive was cloudy, the lighting lens adhesive was cloudy, the up/down angle fixing lever was deformed, and the coloring had cracking. Scratches were found on the objective lens, the insertion tube, the tip cover, switch 2, and the scope connector side of the universal cord. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis lusera colonovideoscope had issues with the zoom not working sporadically. It mainly stopped working while looping. Inspection and testing of the returned device found a foreign object in the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that foreign material was found in the nozzle, however, the specific material could not be identified and the cause could not be specified. The nozzle was not reported to have been deformed. Olympus will continue to monitor field performance for this device.